Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was "having trouble" with their device. They had a fall and since then, starting at the end of february or the beginning of march, the ins "hasn't worked". The patient had not been getting therapy relief. They inquired if a manufacturer representative (rep) could assist them with the issue. The patient was redirected to their healthcare provider (hcp) to discuss therapy/check the ins and coordinate an appointment with a rep. No further complications were reported or anticipated.